Manufacturer narrative:
Although it is unknown that the device contributed to the reported event ,we are filing this MDR for notification purposes only. (B)(6). (B)(4). Neither the product nor applicable imaging films were returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
It was reported that patient underwent oblique lumbar interbody fusion(anterior) at l1-s1 on (B)(6) 2012.the patient had constant oozing and bleeding during the duration of the surgery and laceration and avulsion of the left common ilial lumbar vein. Approximately 600 to 800 cc blood was lost. Treatment given: 1. It was repaired with interrupted 6-0 prolene sutures. 2. Two units of packed red blood cells was given. Injury was not a result of patient/user. On (B)(6) 2012, patient was discharged with stable condition and no complications. On (B)(6) 2013, 3 months post-op, patient examination revealed no neurological deficits, patient lost 50 lbs., with good position of implant. On (B)(6) 2013, 1 year post-op, patient examination revealed no neurological deficits with pain level as 0.